Manufacturer narrative:
(B)(4) initial report. Information on what was done with the head post revision and an update on the patient has been requested in order to progress with the investigation of this event. The appropriate device details were provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the biolox delta ceramic head after 8 days. It was identified that a 36 extra-long head had been labelled as a 32 extra-long head. This was not identified at the primary surgery and thus the incorrect size head was implanted.

Manufacturer narrative:
Per -5137 final report post-primary xrays were provided and a photo of the explanted head was provided which confirm the failure mode. It was found that a mix-up had occurred between the 2 whole batches ( part 104.3215 lot 503150 and part 104.3615 lot 503151) . The relevant device manufacturing records have been identified and reviewed. These parts were initially manufactured as batch 464664 and 464665 and were reworked. Incorrect labels were applied during the rework. An internal project was raised in order to investigate this failure mode and implement corrective actions. A recall was raised in order to retrieve all the non-implanted parts from the 2 batches. Thus, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the biolox delta ceramic head after 8 days. It was identified that a 36 extra-long head had been labelled as a 32 extra-long head. This was not identified at the primary surgery and thus the incorrect size head was implanted.